Event description:
It was reported that during a ptca/stenting treatment procedure involving a very calcified and 90% stenotic lesion in the distal portion of a tortuous lad coronary artery, the maverick otw balloon was suspected to have ruptured after 38 seconds at 12 atm's on the initial inflation when blood was noted in the catheter with application of negative pressure after the initial inflation. The maverick otw balloon was being used for pre-dilatation of the lesion for placement of an express 3.0/12 stent. The patient was asymptomatic during this event. The maverick otw balloon catheter was removed and replaced with an nc ranger balloon catheter to successfully complete the ptca/stenting procedure. A 7f pinnacle introducer sheath, a 0.014" choice xs guidewire and an encore 26 inflation device were also used in this case. Patient status is reported as "fine"